Event description:
It was reported by the affiliate that the (1) tsg45 was used during a lung resection procedure. It was reported that the surgeon closed the staple gun on the lung tissue and fired the mechanism. The staple and cut lines were completed correctly. The surgeon was then unable to open the gun. The surgeon had his assistant push the release button while he forced the handles open. The handles then opened with a loud cracking sound. The surgeon inspected the cut and staple line and found it to be satisfactory. The case was completed with another device and no pt consequence.